Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. The service technician performed 10k pm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1200 ventilator is alarming continuously. At this time, there is no information regarding patient involvement associated with the reported event.